Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 160 mg/dl. Customer states that insulin pump had power loss alarm. Customer reports they were able to clear the alarm. Customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The insulin pump will not be returned for analysis.